Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed displacement test.

Event description:
The customer reported via phone call that the reservoir keeps coming out. The customer¿s blood glucose was 142 mg/dl. The device will be returned for the analysis.